Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a vitreous cutter was not cutting as fast as it should and a patient experienced a posterior capsular tear during a procedure. Additional information had been requested but none has been received.

Manufacturer narrative:
The clinical analyst has reviewed this and stated the following: ¿the facility registered nurse reported that during a planned vitrectomy procedure, the surgeon stated that during shave mode the sound of the vitrectomy cutter changed. The vitrectomy cutter started "sucking" more than cutting. A small posterior capsule (pc) tear occurred. A second vitrectomy cutter was opened, but the same sound occurred during shave mode. There was no pc tear during use of the second cutter. The case was completed by switching out the system, switching the vitrectomy cutter, and the cassette. There were no further issues. Additional information had been requested but none has been received. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system.¿ product evaluation the system was examined and the reported event was not replicated. The pneumatic module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).